Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow-up the patient was found to have an endoleak related to an unknown cause. There may have been stent graft migration as the stent graft is currently 6mm below the left renal artery and it is also possible that there is aortic neck dilatation. The endoleak source is not apparent but appears near the flow divider. There is a stent in the left renal artery that protrudes into the lumen of the aorta and the patient has no renal function and is on dialysis. No intervention was performed and no further information was provided.

Manufacturer narrative:
(B)(4). Results: endoleak, stent graft migration. Aortic neck dilatation. Conclusion: aortic neck dilatation.